Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer initially tried to reload the same cartridge without success, following guidance from technical support. When attempting a new cartridge, the issue remained unresolved. After escalated troubleshooting by technical support, the customer was still unable to load a cartridge and continued using manual insulin injections. The decision was made to replace the pump.